Event description:
It was reported that the compressor was unintendedly switching to stand by mode during operation. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor inadvertently and repeatedly switched to standby mode during operation. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service. The returned standby valve was investigated by the return department. The reported behavior was reproduced, the reference compressor went unintentionally into standby mode. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. Additionally, if no o2 gas is connected to the ventilator, stop of ventilation may result as a worst-case scenario. The conclusion is that the returned standby valve was defective, but the cause of the faulty behavior has not been determined.